Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure in a patient with a previously implanted non-medtronic surgical aortic valve (23 mm perimount), there was difficulty crossing the aortic arch with the medtronic delivery catheter system (dcs), requiring the use of a snare to advance the dcs nosecone and capsule. Crossing the surgical valve was also challenging due to large sinuses and a dilated aorta, but with the snare, the implant team was able to deploy the medtronic transcatheter valve (evfxplus-26) at approximately 2-3 mm below the inflow of the surgical valve. After deployment, no aortic regurgitation was detected; however, the patient¿s electrocardiogram showed global st elevation. Aortography and selective cannulation confirmed patency of both coronary arteries. Due to concern for possible stroke, the stroke unit was called. Echocardiogram revealed a severely impaired left ventricle without pericardial effusion. The patient was intubated and general anesthesia was administered. An intra-aortic balloon pump was implanted for circulatory support. Later, the patient experienced cardiac arrest, requiring cardiopulmonary resuscitation (CPR) and use of the lucas (lund university cardiac arrest system) device. Pulse restoration was achieved after a few rounds, but the patient arrested again later on. Transesophageal echocardiogram showed no aortic dissection. The implant team considered possible takotsubo cardiomyopathy, though this was not confirmed. Plans were made to stabilize the patient and perform a computed tomography scan. Additional information was received that computed tomography (CT) imaging confirmed a stroke due to watershed infarcts associated with CPR. Per the physician, the valve nor dcs contributed to the stroke or adverse effects. The patient's calcified anatomy was a contributing factor to the stroke. Per the physician, the cause of the severely impaired left ventricle was takotsubocardiomyopathy and the left ventricle impairment caused the cardiac arrest episodes. The patient subsequently died later that day.

Manufacturer narrative:
Updated: b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure in a patient with a previously implanted non-medtronic surgical aortic valve (23 mm perimount), there was difficulty crossing the aortic arch with the medtronic delivery catheter system (dcs), requiring the use of a snare to advance the dcs nosecone and capsule. Crossing the surgical valve was also challenging due to large sinuses and a dilated aorta, but with the snare, the implant team was able to deploy the medtronic transcatheter valve (evfxplus-26) at approximately 2-3 mm below the inflow of the surgical valve. After deployment, no aortic regurgitation was detected; however, the patient¿s electrocardiogram showed global st elevation. Aortography and selective cannulation confirmed patency of both coronary arteries. Due to concern for possible stroke, the stroke unit was called. Echocardiogram revealed a severely impaired left ventricle without pericardial effusion. The patient was intubated and general anesthesia was administered. An intra-aortic balloon pump was implanted for circulatory support. Later, the patient experienced cardiac arrest, requiring cardiopulmonary resuscitation (CPR) and use of the lucas (lund university cardiac arrest system) device. Pulse restoration was achieved after a few rounds, but the patient arrested again later on. Transesophageal echocardiogram showed no aortic dissection. The implant team considered possible takotsubo cardiomyopathy, though this was not confirmed. Plans were made to stabilize the patient and perform a computed tomography scan. Additional information was received that computed tomography (CT) imaging confirmed a stroke due to watershed infarcts associated with CPR. Per the physician, the valve nor dcs contributed to the stroke or adverse effects. The patient's calcified anatomy was a contributing factor to the stroke. Per the physician, the cause of the severely impaired left ventricle was takotsubocardiomyopathy and the left ventricle impairment caused the cardiac arrest episodes. The patient subsequently died later that day. Additional information was received that per the physician, the current diagnosis for the cause of death was takosubo cardiomyopathy.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut fx dcs, product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: 24-sep-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve replacement procedure in a patient with a previously implanted non-medtronic surgical aortic valve (23 mm perimount), there was difficulty crossing the aortic arch with the medtronic delivery catheter system (dcs), requiring the use of a snare to advance the dcs nosecone and capsule. Crossing the surgical valve was also challenging due to large sinuses and a dilated aorta, but with the snare, the implant team was able to deploy the medtronic transcatheter valve (evfxplus-26) at approximately 2-3 mm below the inflow of the surgical valve. After deployment, no aortic regurgitation was detected; however, the patient¿s electrocardiogram showed global st elevation. Aortography and selective cannulation confirmed patency of both coronary arteries. Due to concern for possible stroke, the stroke unit was called. Echocardiogram revealed a severely impaired left ventricle without pericardial effusion. The patient was intubated and general anesthesia was administered. An intra-aortic balloon pump was implanted for circulatory support. Later, the patient experienced cardiac arrest, requiring cardiopulmonary resuscitation and use of the lucas (lund university cardiac arrest system) device. Pulse restoration was achieved after a few rounds, but the patient arrested again later on. Transesophageal echocardiogram showed no aortic dissection. The implant team considered possible takotsubo cardiomyopathy, though this was not confirmed. Plans were made to stabilize the patient and perform a computed tomography scan.